Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-05795. Note: the patient has two leads, it is unknown which lead has the issue; therefore both leads are being reported. It was reported the patient's pns system had high impedance values on all contacts on one of the leads. An sjm representative interrogated the system and confirmed the issue. Surgical intervention may take place to address the issue.

Event description:
Device 2 of 2 : reference MFR report #1627487-2016-05795. Additional information received indicated the patient's pns system was explanted and a replacement system implanted. Postoperatively, the patient is reportedly receiving effective therapy.